Event description:
Pt reported receiving an e4 (occlusion) error message repeatedly for a week. Pt reported changing the insertion site, the infusion set and the insulin cartridge. Pt stated there were no visible problems. Pt reported continuing to experience e4 error messages. Pt stated on (B)(6), 2012 her blood glucose level was 30 mmol/l (540 mg/dl) and went to the hospital. Pt's normal blood glucose level was not provided. Pt reported she was treated with insulin and her blood glucose levels went down again. Pt stated she returned home on sunday. Pt reported she feels better but is still experiencing higher blood glucose levels than usual. Pt is currently using pens. No further info is available. Requested return of the infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.